Event description:
This is a report of a disconnection between the transfer set and titanium adapter, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. The disconnection occurred while the patient was drying off with a towel. The patient was advised by his nurse to reconnect the transfer set, not perform therapy, and be seen in the clinic the next morning to have the transfer set changed. The manifestations of peritonitis included belly pain and cloudy fluid. Treatment for this peritonitis included two doses of vancomycin intraperitoneal (ip) 1.5 gram weekly during a 6 hour dwell and maxipime ip 1 gram daily for 2 weeks during a 6 hour dwell. The patient recovered two weeks later. The patient experienced a recurrent peritonitis two weeks after recovering from the initial peritonitis event. The patient was treated with cipro 250mg by mouth (po) twice a day (bid) for three weeks. The transfer set was changed again. The patient recovered from recurrent peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. A review of all batch record documents for lot number 13c01h35 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).